Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. During evaluation the device alarmed system error 345. The cause was identified to be a failing upstream thermistor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.